Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. As the customer did not have a charging cord, technical support provided instructions for a complete pump reset via email and advised the customer to call back if the issue was not resolved.